Event description:
It was reported that when the quick look report (received via the device) was reviewed for supraventricular tachycardia (svt) episodes, a report of zero svt episodes was seen. However, when the device data was pulled into paceart, eight svt episodes were found. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).